Event description:
Thirty-seven y/o female pt (mvc), multiple trauma with fractured pelvice, comminuted fracture of the left acetabulum, fractured femur, fractured distal radius, right tib/fib fracture, right calcaneus fracture was brought to radiology for placement of a greenfield vena cava filter. The filter failed to open, attempts were made to manipulate it but this was unsuccessful and the filter was removed with a 25mm amplatz snare. A 10 french venatech filter was placed without difficulty after removal of the meditech. Pt has suffered no further complications related to this event. Followup CT showed no hematoma around the ivc. Pt remains in the hosp and is recovering well at this time.